Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that the low voltage on the camera was triggered. It was reported that the light powered on amber. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera of the imaging system had an amber light illuminated at startup. There was no patient present when this issue was identified. It was reported that the camera was switched out with one from another navigation system and the issue was resolved. No additional information was provided.